Manufacturer narrative:
This supplemental report is being submitted as the evaluation method were inadvertently left off the prior supplemental report with device evaluation results. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) epicardial lead had increasing thresholds and there was non capture observed on a holter monitor of this patient. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant medical products: sesr01 implantable pulse generator (ipg): implanted: (B)(6) 2007.

Manufacturer narrative:
Product event summary: (B)(4): the partial lead was returned in segments, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.